Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b5, d4 and h4.

Event description:
It was further reported that the surgeon does not plan to revise the patient as the patient is not having any further issues.

Manufacturer narrative:
Complaint (B)(4). D10 - medical product. Item cp760906, lot 67280430 custom right mandible. G2: foreign source: germany. The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that at the end of the operation, the surgeon commented that he was not as satisfied with the surgical result as expected. The upper hook on the implant protrudes posteriorly and is not in optimal contact with the bone. Furthermore, it was criticized that the occlusion did not fit either with the splints or without the splints. There was no contact between approximately 2 teeth.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b5, d4, g4, h1, h2, h6 and h11. The reported event was confirmed. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to a user error. The designer of this device, 3d systems, was notified of this complaint and an investigation was conducted. Digital files for the case were reviewed against the post-operative scans. The review of the overlay comparing the planned surgical outcome with the actual surgical result showed a significant portion of bone was not resected from the right condylar region during the procedure. The surgeon did not properly utilize the provided mandible marking guide. The implant positions were overlayed and compared to determine why this resection issue in the condylar region could have caused the reported fit issue. The implant was designed with a slight bow toward the condylar head which was designed to slightly wrap the removed condylar region. Because insufficient bone was removed, the implant was unable to rest flush to the surface of the mandible, and the resulting placement was wider than intended by the plan. A summary of the investigation was sent to the complainant conveying proper surgical techniques and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.